Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A sample evaluation was performed and event history log verified the system error 2084. Visual inspection identified a broken door. The device received functional no issues were noted. A short simulated therapy was successfully performed. The cause of the condition was determined to be the broken door. The door assembly was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified problem. It is unknown if the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.